Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is undetermined but suspected to be caused by fatigue and full weight bearing on non-union. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk associated with this type of failure was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2018 that a sign im nail implanted to repair a fracture was broken. Surgeon comment: "patient is from (B)(6),visited nepal as tourist and he sustained injury while he was riding motorbike and his motorbike was hit from the back. Due to narrow canal size smaller diameter was used. As this patient lives abroad and he informed me about breakage of implant. Usually we communicate via. Msn messenger and he sends me the details about the physical examination. Px has followed the post-op protocol advised by his doctor. Patient was already on full weight bearing."